Event description:
It was reported the pt was unable to communicate with the ipg using the external devices. The sjm rep met with the pt and confirmed the issue. Fluoroscopy revealed the ipg had flipped inside the ipg pocket. Follow up identified the physician was able to reposition the ipg without surgical intervention and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.